Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Imrdf code f23 captures the serious injury event of unexpected medical intervention. Imrdf code f2301 captures the serious injury event of additional device required.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure on (B)(6) 2026, for clipping. During the procedure, resolution 360 clip remained attached to the tissue, but did not release from the sheath. After several unsuccessful maneuvers, the sheath of the stuck clip was removed using biopsy forceps. Another clip was deployed. There were no patient complications reported as a result of this event.